Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that the coronary dilatation catheters trek rx global information for use states: note the use by date specified on the package. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a totally occluded lesion, in the proximal right coronary artery. The 4.0x15 mm trek rx balloon dilatation catheter (bdc) was used in the patient and during removal of the bdc a shaft separation occurred. The shaft was easily removed and the separated segment remained on the guidewire and was successfully removed from the patient. It was then noticed that the trek rx bdc was used four months after expiration. The procedure was successfully completed with an unspecified device. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.